Manufacturer narrative:
Gross examination of the valve showed the presence of calcification deposits on the post of all the leaflets and a tear in one of the leaflets. The histological analysis will be performed on the explanted valve. Results - no definitive results at this time. Conclusion - no conclusion can be drawn at this time as device was returned to the manufacturer on march 12, 2014 and the investigation is still ongoing.

Manufacturer narrative:
Method: the results of the device history record review confirmed the device met all material, dimensional, and performance requirements at the time of manufacture and release. Function test review was conducted and the valve performed as expected and met all function test quality control criteria that can be observed during video playback. Conclusion: this mitroflow valve was explanted after approximately 4 years due to reported calcification. Leaflet calcification, detected with visual, x-ray and histological analyses, caused stiffening and led to progressive valve stenosis. Aortic insufficiency likely resulted from a leaflet tear and inadequate leaflet coaptation caused by calcification of the leaflets. There was no evidence of endocarditis in the returned valve. As reported in the scientific literature, structural dysfunction is the major cause of failure of bioprosthetic heart valves and the principal underlying pathologic process is cuspal calcification. Calcification can also cause stenosis due to cuspal stiffening. Calcific deposits are usually localized to cuspal tissue (intrinsic calcification). It is possible that the patient's clinical conditions and risk factors may have contributed to the structural valve deterioration observed in this mitroflow valve, but no clinical history was provided.

Event description:
The manufacturer was notified of a mitroflow valve (model lxa size 21) that was explanted after almost 5 years due to structural valve deterioration resulting from calcification. No patient clinical history, device serial number and model number were provided by the hospital. (The valve details - serial number and model number - were determined from the stent etching during the investigation, upon return of the explanted valve to (B)(6).)

Event description:
The manufacturer was notified of a mitroflow valve (model lxa size 21) that was explanted after almost 5 years due to structural valve deterioration resulting from calcification. No patient clinical history, device serial number and model number were provided by the hospital. (The valve details - serial number and model number - we determined from the stent etching during the investigation, upon return of the explanted valve to (B)(4).)